Event description:
It was reported that during a ladg procedure, the tissue pad slid and then it could not be used. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 10/31/2008. Info anticipated, but unavailable at this time.